Event description:
The customer reported that the system was calibrated recently and now, the high end is out of calibration.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep could not duplicate the malfunction. He performed a filament calibration and system testing. The system operates as intended.